Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# (B)(6) implanted: explanted: product type accessory product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer (con) regarding patient communicator. It was reported that the patient personal therapy manager (ptm) was not working, and she just saw the physician today and because she was not able to bolus. The physician disabled her ability to bolus and told the pt to call medtronic to get new external devices. The agent reviewed without being able to troubleshoot, since the patient activated (pa) was disabled and we will not be able to determine the issue or what is needed to be replaced or if the replacements would resolve the unknown issue. While on the call, the patient stated that since the implant when she was trying to connect to the pump to bolus, she was getting a lag at 90 percent. The patient stated that she supposed to bolus 18 times a day but has not been able to due to the lag. Moreover, the lag has been taking longer and longer and yesterday it was 27 minutes. The agent reviewed the lag and replacing the external device we would not anticipate it to resolve the issue. The patient then stated that for about the last 2 weeks when she has been trying to connect to the pump, she was getting no pump found or no device found. She also is getting some code telling her to restart the application. The agent asked if it was service code 338, she was not sure. The agent had the patient toggle off wifi and reviewed location. She never had location on. The agent reviewed how to turn off tutorial once the patient was able to bolus. The patient was redirected to a healthcare provider. They will visit a physician next thursday. Additional information received from a patient indicated that they were having troubles connecting the ptm with the pump and it either would not find the pump or when it did, it would not go past 90% in communicating. The agent had the patient power cycle both the handset and communicator and clear the date from the handset and then reviewed best placement of the communicator over the pump. The patient was then able to quickly connect the ptm to the pump and successfully deliver a bolus.